Event description:
It was reported that worsening right bundle branch block occurred. The patient had a history of rbbb. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath was placed. A 23mm lotus edge valve was advanced through the horizontal aorta to treat the bicuspid native aortic valve. The implant of the 23mm lotus edge valve was successful with no pvl noted. The patient's pre-existing rbbb worsened. The patient will need a pacemaker.